Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the piston was bent. Intraocular lens (iol) cannot be advanced properly it was completely diagnosed before the operation began. No patient was involved an intact handpiece was used. Additional information has been requested but is not available at the time of this report.